Event description:
Pt called to report "higher than normal blood glucose (bg) levels." The pod was activated at 10:00am and bg was 70 mg/dl. Bg remained within normal until 3:30pm when his bg reached 480 mg/dl. Bg remained within normal range until 3:30pm when his bg reached 480 mg/dl. Pt went to the ER and was hospitalized. At time of call, his bg had decreased to 327 mg/dl. The pod was not returned for eval.

Manufacturer narrative:
The pod was not returned for eval. We are unable to confirm any malfunction that may have caused or confirmed to the pt's hyperglycemia. Product lot qualification records were reviewed and found to have met all acceptance criteria. The omnipod's user guide warns, "...if you experience unexpected elevated blood glucose levels, change your pod." The user guide advises to "check your blood glucose at least 4 to 6 times a day" to avoid high blood glucose. The user guide instructs to treat hyperglycemia as follows: if bg is 250 mg/gl or above then check for ketones. If ketones are present, follow hcp's guidelines. If ketones are not present, take a correction bolus as prescribed. Check bg again in 2 hours. If levels have not decreased, take a second bolus by injection using a sterile syringe. If feeling nauseous at any point, check for ketones. After another 2 hours (total of 4), if bg remains high, replace the pod and contact the hcp for guidance.